Manufacturer narrative:
The reload that did not deploy staples or transect tissue had material displaced on the edges of the drive screw to indicate the drive screw did not engage the firing socket in the plc60 during the firing sequence. The rotation of the firing socket caused the displaced material on the drive screw. With the firing socket rotating and not connected to the drive screw, when the firing socket completed the number of rotations required to move the reload shuttle, the length of the reload the pc100 determined the firing cycle was complete. The ID of the fire socket measured .064 is .001-inches below the minimum ID for the fire socket. Since the drive screw od measured .0617-inches, this does not affect the failure of the fire socket to engage the rive screw. The reload that produced malformed staples had damage to the retention posts to indicate the reload was not in the proper position in the housing when it was closed and fired. The reload staple pockets did not align with the forming pockets of the anvil. There are staples that jammed in the reload staple pocket and it was these staples that attached the reload to tissue so when the anvil was opened after firing, the reload remained attached to the tissue and was removed from the plc60 housing. Test firing at pmi duplicated the failure of the plc60 firing socket to engage the reload drive screw. (See scanned pages).

Event description:
First firing of the plcr60b was successful. On the second and third application, under-formed staples were a result. Manual sutures were placed to correct the condition without further incident.